Event description:
It was reported that the customer was hospitalized for dka. There were two error alarms that occurred prior to the event. It was stated that the customer did not reprogram the pump after the alarms occurred. In addition, it was indicated that the customer has has a cold and is on medication. The customer's family member was assisted with reprogramming the pump. Troubleshooting was done and the pump passed the functional tests. The contact was educated on the error alarms and the two hbg rule.